Event description:
After flushing the stabilizer guidewire in the dispenser hoop, the physician removed the guidewire from the dispenser by pulling on the distal end of the wire, and the distal coil became unraveled. Therefore, another new product of the same lot and catalog was opened and the procedure was completed successfully. The complaint product was not clinically used. The product will be returned.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After flushing the stabilizer guidewire in the dispenser hoop, the physician removed the guidewire from the dispenser by pulling on the distal end of the wire, and the distal coil became unraveled. Therefore, another new product of the same lot and catalog was opened and the procedure was completed successfully. The complaint product was not clinically used. One non-sterile 0.014 stabilizer 300cm was received coiled inside a plastic bag on (B)(4), 2011. With visual analysis, the distal tip was found bent at 1.8cm from distal end. The received unit was observed under microscope; the distal coil was found stretched at the area where the black sleeve starts to cover it. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10005445. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported unraveled distal coil was confirmed with analysis of the returned device. According to event description the reported damage was noted after the guidewire was removed from the dispenser by pulling on the distal end of the wire. The instructions for use outlines that to prevent damage to the distal tip of the guidewire, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. With review of the reported information, it appears that procedural handling/removal technique may have contributed to the event. Based on the analysis, the DHR there is no indication of any manufacturing defect or anomaly contributing the reported event. Therefore, no corrective actions will be taken at this time.